Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the system was found to be operating within specifications.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon saw an inaccuracy when navigating a green tera tracker with an awl in a hole in the pedicle. The surgeon rotated the awl a quarter turn and the instrument jumped from medial to lateral following navigating the instrument into the same hole. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome. A representative who was present after the surgery noted that operating room (or) lights (steris harmony la500) were directly shinning on the instrument tracker the lateral movement was noticed in the software when rotating the tactile awl clockwise or counter clockwise but keeping the tip in the same location. When the or lights were turned off there was not lateral shift of the instrument in the software when rotating the instrument.

Manufacturer narrative:
A software investigation was initiated but the issue could not be replicated. The system functions as designed.